Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that resistance was met during removal of the gripper line, and a snare was used to fully retract the line, which is considered medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 2-3. The second clip delivery system (cds) was advanced to the mitral valve leaflets. While establishing gripper line removability, it was not possible to retract the line. The arm positioner was turned in the neutral position and tension was released on the cds, but the line could not be removed. The clip was opened, the grippers were raised and an attempt was made to retract the clip out of the left ventricle, but due to the patients small lateral orifice, the clip could not be retracted. The decision was made to deploy the clip. The clip was deployed successfully, and the cds was removed out of the guide, leaving the gripper line in place. The gripper line was attempted to be removed, but unsuccessful. A micro snare was introduced above one end of the gripper line, and advanced to the clip to retract the line, but not successful. The snare was used on the other end of the gripper line, and was then able to retract the line completely out of the anatomy. A delay was reported, but was not clinically significant, and the patient was confirmed to be stable post-procedure. Two clips were implanted, reducing the mr to 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and investigated. The difficulty removing the device from the anatomy was unable to be tested; however, the reported difficulty removing the gripper line was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty removing the clip delivery system from the anatomy was attributed to patient morphology/pathology; however, a definitive cause for the reported difficulty removing the gripper line could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.